Event description:
It was reported that the atrial lead dislodged. No attempt was made to reposition the lead as the physician believed that the patient was in atrial fibrillation too much. The lead was explanted and the pin was plugged on the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was analyzed with no anomalies found. It was noted that the outer insulation was breached cut and blood was in/on the helix/lobe mechanism.